Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number 919048003. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms of erosion and infection are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptoms of erosion and infection are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed; erosion and infection are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced penile erosion on the right side and infection in the penis. A surgical procedure was performed to remove the ipp and replaced it with a malleable device on the left side. The infection was treated with antibiotics. No further patient complications were reported.